Event description:
Endosuture system - suture assistant ethicon sw100 "would not draw suture tight" stated by dr. Dr ordered this piece of equipment be returned for a refund. Procedure: gerd-(colitis).